Event description:
It was reported that the patient experienced elevated blood glucose levels 300-350mg/dl on (B)(6) 2011. It was reported that the patient was lightheaded and dizzy earlier in the day. This does not meet animas criteria for an adverse event. The pump reportedly re-booted multiple times in the day. The battery cap is reportedly secure; the yellow o-ring is not visible. There is no visible corrosion present in the battery compartment or battery cap. This report is being made based on the reported loss of power.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box showed that rebooting had occurred. There were no alarms related to the complaint in the alarm history. No damage was found to the battery compartment or cap. The pump powered on normally and was exercised for 24 hours without power issues or alarms. The battery cap was tested and no contact defects were found. The pump was opened and no damage was found to the power circuit.